Manufacturer narrative:
The device piezo is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact report that during testing at the user facility, the device audible alarm sound had a dead spot when testing the full volume range. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.